Manufacturer narrative:
Description of event updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and seven months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to severe insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and seven months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to insufficiency. No additional adverse patient effects were reported.